Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with a nadir of 58 mg/dl, after a prior day of elevated glucose following an MRI; the user suspected possible pump overcorrection, and the event was addressed with troubleshooting and education. Symptoms included hypoglycemia. Outcomes included recovery to target range with oral carbohydrates, including juice and glucose tablets, and no hospitalization. Investigation included a review of the event details with troubleshooting and user education. Investigation of this case revealed cause unclear for the hypoglycemia, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.